Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 11900 was re-analyzed after secondary review. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 18 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported temperature issues were not confirmed though analysis. The balloon catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 11900 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 18 applications on the reported event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase and temperature fluctuations were observed. Although flow and pressure profiles were within limits, the temperature profile was not as expected. A quick temperature slope and temperature spikes were noticed. The inflation, ablation, and thawing phases were completed with no console system notices generated. X-ray imaging revealed the injection tube coil was located and confined within the inner balloon neck. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. The measurement of the balloon neck to guidewire lumen tip bond length was at the lower tolerance limit. The balloon neck measurement was within the tolerance limit. The assembly of the injection tube was out of the specified tolerance limits. The tolerance stack-up effect between the inner balloon distal neck to guidewire lumen tip assembly most likely caused the injection tube coil location and confinement within the distal neck of the inner balloon. In conclusion, the reported issue of "rapid temperature decrease" was confirmed through testing and the balloon catheter failed the returned product inspection due to the inner balloon distal neck to guidewire bond length tolerance stack up issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 11900 was returned and re-analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 18 applications on the reported event date. During functional testing, the catheter reached temperature colder than or equal to -50°c during the last 120 seconds of the ablation as per specifications, temperature fluctuation were suspected. Although, flow and pressure profiles were within limits the inflation, ablation, and thawing phases were completed. No console system notices were generated. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. The measure of the balloon¿s neck to gwl tip bond length is at the lower tolerance limit. X-ray imagi ng revealed the injection tube coil is located and confined within the inner balloon's neck. The balloon¿s neck measurement is within the tolerance limit. The assembly of the injection tube is out of the specified tolerance limits. It is plausible that due to the out of specification coil distance from the proximal edge of the tip would show the reported temperature issues. In conclusion, the reported issue of the temperature dropping faster than expected was confirmed through testing. The balloon catheter failed the returned product inspection due to the out of specification coil distance from the proximal edge of the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature display fluctuated unexpectedly and decreased more rapidly than expected, leading to instability. The electrical umbilical cable was replaced without resolution. It was suspected that the catheter temperature sensor was not properly functioning; however, the end of the case was approaching so the balloon catheter was not replaced. The case was switched to and completed with radiofrequency (rf) ablations for touch ups. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 106a3 (serial: (B)(6)); product type: 0628-console; spare parts medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.